Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain,043:failed back surgery syndrome. It was reported that their controller would show the "batteries empty, replace the controller batteries soon" message when trying to charge their implanted neurostimulator (ins) since about 1 to 1.5 weeks ago, but their controller would have been at 100%. Pt noted they have to charge their ins everyday because they were on a "manual program" that uses 50% of their ins battery. Pt noted they would have to charge their ins for hours, but then their ins would be empty and now their controller was blank/unresponsive. Patient service specialist (pss) helped the pt perform a reset of the controller and confirmed the green light was blinking on the controller when plugged into the outlet. Pt unlocked their controller and noted their controller battery was at 80% and their ins battery was at 70%. Pss helped the pt inspect the recharger antenna (rtm) cord, rtm plug, and the controller port, but no visible damage was detected. Pt noted the rtm coil would get really warm when charging the ins. Pt initiated a charge session and was recharging with excellent quality, but then they saw the "batteries empty, replace controller batteries soon" message. Pt became escalated and insisted on receiving a replacement battery pack along with the replacement rtm. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755;serial# (B)(6) ; product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the device, model # 97755 intellis recharger (rtm), s/n (B)(6), revealed the complaint was unable to be verified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.